Event description:
Device 5 of 5. Ref MFR report: 1627487-2013-12453. Ref MFR report: 1627487-2013-12454. Ref MFR report: 1627487-2013-12455. Ref MFR report: 1627487-2013-12456.

Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: corrective and preventive action (CAPA). Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temp to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.